Event description:
Received maude event report (B)(4) with the following event description: "IV pump channel started beeping and said 'emergency shutdown'. Pump and tubing noted to be wet and puddle of fluid on floor. Tubing removed from chamber and noted to be leaking from a hole." There was no report of pt harm or medical intervention. Although requested, no additional pt or event info was available. Note: the lot number was reported as 10938662, however, this is not a carefusion lot number.

Manufacturer narrative:
(B)(4). The risk mgr stated that she no longer has the set to send for investigation. We are unable to determine the cause of the reported event.